Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rail is broken and hanging off of the bed. No patient impact.